Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient was presented in clinic for routine follow-up and upon interrogation, it was noted that the right atrial lead had recorded a single low impedance measurement. The lead remained implanted and the patient would continue to be monitored. Following the event, the patients condition was good.